Manufacturer narrative:
The reported event was unconfirmed as the reported event met specifications. No root cause was provided as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as the reported event was unconfirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pretest, water was not able to be injected into the foley catheter and leaked from side of the inflation valve.

Event description:
It was reported that during a pretest, water was not able to be injected into the foley catheter and leaked from side of the inflation valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.